Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Per paper by pour, et al., clin orthop relat res. 2016 jan;474(1):146-5, "high risk of failure with bimodular femoral components in tha.": allegedly, six hips were revised for modular neck fracture.